Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at max output and the intrinsic amplitude went down from 16mv to 2.4mv. When patient arrived to reposition the lead, it appeared to be barely outside the heart silhouette. The patient underwent a surgical intervention to pull back and reposition the lead without incident. No additional adverse patient effects were reported.